Manufacturer narrative:
(B)(4). Batch # u93474. Investigation summary: two photo images along with a device was returned for evaluation. One image was of what appears to be a harmonic device with the blade tip in apparently normal condition. The second image was of what appears to be a harmonic device with batch u93474 and serial number (B)(4). The device was returned with no apparent damage with the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.